Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring a pericardiocentesis and prolonged hospitalization. It was reported that after the procedure, blood pressure decreased during hemostasis, and cardiac tamponade was confirmed by echocardiography. Drainage was performed, and about 250 ml of blood was drawn. Blood pressure was maintained with transfusions and vasopressors. Communication with the patient was also possible. The physician's opinion on the relationship between the event and the product was that the event may have occurred during ablation of the anterior wall. At that time, ablation had been performed with power of 40 w, cf of 25 ~ 50 g, and ai of about 500. There were no abnormalities observed prior to and during use of the product. The complaint product will not be returned for analysis. Patient outcome of the adverse event was improved. Patient required extended hospitalization because of the adverse event. After the pericardial drainage, the symptoms were improved, and the hospitalization was extended by one day, but there was no problem. The physician commented that contact force (cf) might have been strong. Generator was a smartablate generator was used, but the serial number was unknown. Prior to noting the pe or CT, ablation was performed. No evidence of steam pop. Irrigated catheter was used in the event, the flow setting was pre rf time 1sec, post rf time 2sec correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error message observed. Force visualization features used were real time graph; dashboard; vector. Visitag module was used, parameters for stability used was range 2mm/time 3sec/fot3g25%/tag size2mm. No additional filter was used. Color options used prospectively was tag index. The force issue was assessed as not MDR reportable to the FDA. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. Since the event (cardiac tamponade) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable to the FDA.

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30922948l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).